Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set would not flow. During patient infusion, the power injection to the patient did not flow through the device¿s injection site. There was no patient injury or medical intervention associated with this event. No additional information is available.